Event description:
It was reported that when the device was in use it "cut to the bone". Med tech from hospital stated that they had to suture the original donor site.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was determined that the device was out of calibration on the zero graft setting and the 20 graft setting. A nick was found on the head of the dermatome. The motor rpms were within the specification limits. The device was purchased in 2006. A review of service records indicate that the device had not yet been returned to the manufacturer for repair or preventative maintenance since 2007. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."